Manufacturer narrative:
(B)(4). The customer replaced the graphic user interface (gui) printed circuit board (pcb) and the service engineer (se) updated the software onto the ventilator. The ventilator passed self-testing.

Event description:
It was reported that the ventilator's top display was erratic. The ventilator was not on a patient at the time of the event.